Event description:
High blood sugar, no insulin; my pump 670 g has 4 cracked that have led to system failure in the last year alone. Which affect my continued insulin flow affecting my a1c and daily numbers. My replacement from last month is already cracked and needs replacement. FDA safety report ID # (B)(4).

Event description:
High blood sugar, no insulin; my pump 670 g has 4 cracked that have led to system failure in the last year alone. Which affect my continued insulin flow affecting my a1c and daily numbers. My replacement from last month is already cracked and needs replacement. FDA safety report ID # (B)(4).